Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, contrast was used for cholangiogram. After subsequent stone extractions, contrast could not be injected through the device, and it was "refluxing" out of handle. The procedure was completed with another type of device. The complainant confirmed that no damage was noted on the device, and the patients anatomy was not abnormal. There were no patient complications reported as a result of this event. The patient has been discharged. This event has been deemed a reportable event based on the investigation results; side-car damage and side-car push-back.

Event description:
The lay user/patient contacted lifescan alleging the meter has a blue ink spot on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/12/2010 the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.